Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of vancomycin. The volume to be infused was 120ml/hr to infuse in one hour; however, 120ml infused in ten (10) minutes. The vancomycin was a routine order. D5ns - 10meq kcl (86ml/hr) was also infusing at the time of the over infusion. There was patient involvement, but no harm.

Event description:
It was reported an over infusion of vancomycin. The volume to be infused was 120ml/hr to infuse in one hour; however, 120ml infused in ten (10) minutes. The vancomycin was a routine order. D5ns - 10meq kcl (86ml/hr) was also infusing at the time of the over infusion. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b21: type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: concomitant med prod data, device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion was not confirmed through a review of the logs or reproduced during laboratory testing rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. Inspection and testing of the incident administration sets observed no issues or anomalies. Back flow testing showed the check valve is working correctly. The administration sets were tested; no issues or anomalies were observed. The event date was reported as 21 february 2026, event time was not reported. Review of the error logs showed no relevant errors were recorded for any of the returned devices. The event log showed that on (B)(6) 2026, at 9:33 pm the concomitant pcu was turned on and the suspect pump module s/n: (B)(6) was attached as channel a, concomitant pump module s/n: (B)(6) as channel b and concomitant syringe module s/n: (B)(6) as channel c. At 10:54 pm a remote IV order for a primary infusion with rate of 86 ml/hr and vtbi of 979 ml as well as a secondary infusion of an unknown drug (drug ID = 416) with rate of 120 ml/hr and vtbi of 120 ml. The programmed secondary infusion started at 10:54 pm and was completed successfully at 11:54 pm as expected, right after the programmed primary infusion started. On (B)(6) 2026 at 3:55 am user pressed key ¿channel select¿ and programmed a 30-minute delay for the infusion. On (B)(6) 2026 at 3:58 am, the user restarted the paused infusion. Between 4:16 am and 6:09 am, a 60-minute delay was programmed and completed. A second delay was then initiated; however, the user manually started the infusion before that delay was completed. The same primary and secondary infusions were subsequently programmed again through an IV remote received, which resulted in the secondary infusion beginning. Between 6:19 am and 6:59 am the user stopped and restarted the infusion three (3) times by key ¿pause¿ and three (3) times by key ¿channel select¿, right after the last keypress ¿pause¿ the devices was turned off. Between 7:00 am and 1:47 pm, three attempts were made to initiate the same primary infusion. However, after each attempt, the user powered off the device. There is no record of any additional infusions on the event day. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.3), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported over infusion event could not be determined or replicated during extensive laboratory testing; the suspect pump modules were found to be delivering fluid within specification. The review of the event log did not identify any anomalies in the programmed infusions. Note that this report lists imdrf annex a1801, g02017, c0503, d08, a040502 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.